Manufacturer narrative:
H10: a1, a3, h3: added information. H11: b1, b2, g5, h1, h6: corrected information.

Manufacturer narrative:
H10: the case log files and screenshots were returned to the designated complaint unit for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provide instructions on bur position validation and free collection. Review of the log files confirmed the issue. In free collection, points that should have been marked as outliers were not, creating the appearance of a second knee. The root cause is a software failure. A bug has been identified for this issue and it will be further investigated by the software engineering team. Clinical/medical investigation found: in conclusion: it is unknown if the surgeon considered to abandon the navio and use standardized instrumentation/technique to complete the procedure once the over-burring issue was noted. Having access to conventional surgical instrumentation, along with abandoning the use of the navio, may have prevented the aggressive cuts, resultant poor block fit, larger poly, and potential impact to the patient. Further patient impact could not be determined, albeit it was communicated that the ¿patient was not injured or impacted¿. No further medical assessment is warranted at this time.

Event description:
It was reported that when mapping the femur, doctor mapped about a third of it and then flexed the knee. When doctor started mapping it again, it was like there was a second knee on the screen. The case was started over and everything went smoothly until burring when burring mugs for the tka cut guide holes were burring bone outside of the plane or bigger than the hole in speed control, then on the visualization screen you could see the burred holes and that they were abnormally large. The first half of the case was redone and the proceeded with bur holes but tibia cut seemed abnormally large and cut guides for femoral guides were not fitting as usual. Ended up with 15mm poly. Delay greater than 30 minutes was reported and no injury or patient impact involved.